Manufacturer narrative:
Complaint conclusion: as reported, after the procedure, a non-cordis guiding catheter was exchanged to a brite tip sheath (6f 11cm str) for hemostasis; however, the distal end of the brite tip sheath was frayed. Therefore, it was replaced with a new brite tip sheath. Hemostasis was successfully achieved by an exoseal. The access site was the right femoral artery. The product stored, handled, inspected and prepped according to the IFU. There were no visible signs of device/package damage prior to use. The products, or any of the other devices used, had not been resterilized. Excessive force was not used during insertion. There was no difficulty tracking through the vasculature. The procedure was successfully completed. There was no reported patient injury. The patient¿s information was unknown. The lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17689276 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned to inspect the device before use to verify that its size and condition are suitable for the specific procedure. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, after the procedure, a non-cordis guiding catheter was exchanged to a brite tip sheath (6f 11cm str) for hemostasis; however, the distal end of the brite tip sheath got frayed. Therefore, it was replaced with a new brite tip sheath. Hemostasis was successfully achieved by an exoseal. The procedure successfully completed. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The access site was the right femoral artery. The product was stored, handled, inspected and prepped according to the IFU. There were no visible signs of device/package damage prior to use. The product, or any of the other devices used with it, had not been resterilized. Excess force was not used during insertion. There was no difficulty tracking through the vasculature.

Manufacturer narrative:
A device history record (DHR) review of lot 17689276 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the procedure, a non-cordis guiding catheter was exchanged to a brite tip sheath (6f 11 cm str) for hemostasis; however, the distal end of the brite tip sheath got frayed. Therefore, it was replaced with a new brite tip sheath. Hemostasis was successfully achieved by an exoseal. The procedure successfully completed. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.